Event description:
A malfunction was reported with malfunction code 16 on the pump. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.